Event description:
It was reported that after deployment of a vena cava filter, the filter legs did not completely expand. The filter was removed with a snare device without incident. Another filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter was returned and all measurements met all the required specifications. Image were not provided . The complaint investigation is inconclusive for filter failing to fully expand during deployment, as images were not provided. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event.